Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for fluid overload. However, per the pdrn, the patient¿s fluid overload was due to unspecified concurrent health related issues, which were unrelated to pd therapy and/or any fresenius product(s) or device(s). Therefore, based on the information available, the liberty select cycler is disassociated from the event(s) as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s). Fluid overload and/or hypervolemia are common and often preventable event(s). Many patient related factors, such as treatment/medication non-compliance, medical history and dietary adherence are significant contributing factors. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the contact reported that the patient had drained in the hospital before coming home. The patient contact wanted to know how to skip drain 0 of 3 because the patient was empty. Technical support assisted the patient contact to bypass from drain 0 of 3 to fill 1. Upon follow-up, the pdrn reported that the patient was hospitalized for unspecified health related issues and fluid overload on (B)(6) 2019. The attending nephrologist was concerned that the patient¿s peritoneum was not functioning appropriately, however no additional details were provided. The patient was reportedly transitioned to hemodialysis (hd) while hospitalized and continued undergoing outpatient hd therapy for one-week post admission. The patient has since returned to ccpd therapy and has recovered from the event(s).